Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's air path foam was found to be degraded and contaminated several components. The device's blower motor, inlet air path assembly, flow sensor assembly and tubing were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's air path foam was found to be degraded and contaminated several components. The device's blower motor, inlet air path assembly, flow sensor assembly and tubing were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.